Event description:
It was reported that the biomed was running a calibration on arctic sun device and received an error 80 (water check time out ¿ unable to reach calibration temperature). Confirmed that the mixing pump had failed, the device had 3195 system hours and would be coming in for the 2000 hour pm service. As per communication with biomed and tech support on 13jan2023, tech support confirmed that the mixing pump had failed, the device had 3195 system hours. An estimate was sent to biomed for 2k service. As per additional information on 25jan2023, based on the reported issue, all information needed had been received and there was no patient involvement as it was found during calibration. The sample had been returned for evaluation on 25jan2025. As per sample evaluation results received on 06feb2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the arctic sun device was primed to fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit did not cool properly. Mixing pump was serviced during the pm process. Unit was primed to fill. The device underwent pm servicing while in for repair. Circulation pump was serviced. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. The coin cell in the control panel was replaced due to age. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed was running a calibration on arctic sun device and received an error 80 (water check time out ¿ unable to reach calibration temperature). Confirmed that the mixing pump had failed, the device had 3195 system hours and would be coming in for the 2000 hour pm service. Per communication with biomed and tech support on (B)(6)2023, tech support confirmed that the mixing pump had failed, the device had 3195 system hours. An estimate was sent to biomed for 2k service. Per additional information on (B)(6)2023, based on the reported issue, all information needed had been received and there was no patient involvement as it was found during calibration.